Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's reportable malfunction was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty charged coupled device led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the camera head image did not appear. There was no patient harm associated with the event.